Manufacturer narrative:
Terumo did not receive the actual device; however, an analysis of the specification indicated that the venous/arterial connections were drawn backwards and the specification was approved by the user, thus referenced codes. The pack was built according to the specification, and therefore, the venous/arterial lines were incorrectly assembled. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the venous line was assembled backwards. There were four occurrences of the same event. The product was not changed out, there was no blood loss, and surgery was completed successfully.